Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a small protruding plastic hairs could be detected on cartridges. Detached part could be aspirated with irrigation/aspiration (ia). There was patient contact but no patient impact. Additional information was received stating the iol implantation was completed without problem, but after implantation, a plastic thread (cartridge material) hangs on the "outside sack" of the iol.